Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung resection, the first reload can not connect to the handle, on the second reload there was poor staple formation, there was a partial staple line, the device initially fired, but then failed to complete the firing cycle. There were green fragments on the tissue and were retrieved by being pinched out in order. They oversew to fix the staple line. They changed to another staple to complete the case.